Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was undamaged. The battery cap was not returned. The test battery cap was able to fit securely. The ez-prime steps were performed correctly. The pump cover was removed to find no intermittent conditions to the power printed circuit board. No power interruptions occurred during the investigation. The alleged no power issue was unable to be duplicated during investigation.